Manufacturer narrative:
The patient was reported to be over 18 years old. Reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure in the gastro-esophageal junction performed on (B)(6) 2014. According to the complainant, during the procedure, the dilatation was completed; however the balloon was unable to fully deflate so the balloon could not be withdrawn into the scope. The balloon kinked when they tried to deflate the balloon and withdrawn into the scope. The entire scope was withdrawn with the device, and nothing had detached inside the patient. The procedure was completed at this time there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.